Event description:
On (B)(6) 2012, the reporter claimed that the patient was hospitalized and treated for dka when his blood glucose was elevated to 702 mg/dl. Reportedly, the patient had symptoms of nausea and vomiting. He was disconnected from the insulin pump therapy and received IV insulin during his hospital stay. The reporter indicated that the infusion site did not have any bent or kinked cannula, scar tissue, leakage, blood, redness, irritation, or inflammation. There was no air bubbles issue or missed boluses history. The insulin was not cloudy, clumpy or discolored. The reporter indicated that the patient has been having occlusion alarm issues for the past 3 weeks. Troubleshooting was not completed to determine the cause of the patient¿s alleged hyperglycemic incident. The animas representative made several attempts to contact the reporter, but was not successful. This complaint is being reported because the patient received treatment for dka while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).